Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was not confirmed. The device was found to function as specified and relayed an image to the monitor with no interference observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The cause of the reported issue was not definitely established; the reported issue was not confirmed during testing. The manufacturer reviewed the device instructions for use and identified the following relevant instruction: "chapter 3- preparation and inspection: 3.8 inspection of the endoscopic system: 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope's distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor complaints for this device.

Event description:
The customer reported the device relayed a noisy image to the monitor. The therapeutic procedure was completed with a similar device. No adverse effects to patient reported.